Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infection at infusion et insertion site on (B)(6) 2025. Patient discuss the infection with healthcare professionals and take medication for the infection. Infusion set was in use for 3 days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011398 in question was manufactured at the osted site. Threshold analysis: a query was run on 02-oct-2025 against "final reporting decision" equal "serious injury and death", "lot number" criteria equal lot number "6011398". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011398 was manufactured according to the work instruction (wi) version 120 and packaged in the linea 07 on 27-jan-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: gluing of tubing: the tubing lot 4l00338 was glued according to the wi version 65 and manufactured in the machine sc09, on 14-nov-2024, with a total of (B)(4) units. The tubing lot 4g02152 was glued according to the wi-4905294 version 64 and manufactured in the machine sc01, on 12-jul-2024, with a total of (B)(4) units. The tubing lot 5a00927 was glued according to the form-001865 version 02 and manufactured in the machine itl03, on 26-jan-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10 samples out 10 samples passed the test, functional test air leak according to wi version 2 on reference samples, 10 samples out 10 samples passed the test, for the no malfunction based on complaint information. Harm reported infection requires (prescriptive treatment e g oral antibiotics) conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan.